Event description:
It was reported that the customer had high blood glucose levels of 136 mg/dl. The customer reported that the history of the insulin pump was not showing boluses made earlier in the day. The customer also reported hearing a weird sound from the insulin pump and then the insulin pump just went blank. Troubleshooting was done. The customer reported that they might have forgotten to press a button to begin insulin delivery. The customer declined to perform the displacement test on the insulin pump. The customer thinks it might have been user error and may not have programmed the boluses from the insulin pump after all. The customer was advised to monitor the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.